Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/03/2017 with the following findings: there were no power failures observed during the course of investigation. The battery compartment was found to be cracked. There was evidence of moisture inside the pump as a result of the crack at the battery compartment. The allegation of moisture ingress was confirmed, but there was no associated power issue.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture/corrosion in the battery compartment. Reporter denied damage to the battery cap and the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.